Event description:
Question if upgrade for recall units fixed problem identified in recall. (B)(6) 2015 - device 1, "digital motion control upgrade". (B)(6) 2015 - when unplugged all lights on left battery bar go out. Also beeping and will not expose. The portable was charged for 7 hours uninterrupted prior to this. (B)(6) 2015 - portable fixed. (B)(6) 2015 - called service - beeping and will not expose. Source one/merry x-ray service engineer arrived that afternoon. He said we need new batteries. (B)(6) 2015 - changed batteries, charge until 6 am. (B)(6) 2015 - no lights/ no charge on computer battery. Message read something about technique out of parameter? Too much technique came up for portable chest x-ray "25 mas". Pulled tube out, wouldn't rotor, started beeping. A service all was placed at 7 am - still beeping and not keeping a charge. Replaced the interface board - portable had been charging for 14 hours - showed 384 volts, after replaced interface board showed 396 volts-need to charge for a bit. (B)(6) 2015 - portable still not working. (B)(6) 2015 - portable still down. Portable has new batteries - must charge for 10 hours per attempt to make an exposure after 12:30 am on (B)(6)15 per source one/merry x-ray service engineer-document if works. (B)(6) 2015 - not working - "critical battery level". (B)(6) 2015 - engineer put a new atp controller board "brain of operation" on the portable per virtual imaging services specialist instruction to him. This did not fix - actually made it worse - 2 beeping noises started instead of only 1 beeping-source ne/merry x-ray service engineer will call with update on virtual imaging services specialist later. (B)(6) 2015 - portable acting crazy at times. Keeps saying sensor disconnected and pulls to the right. It runs away from you when you try to slow down. Sometimes doesn't want to stop at all. (B)(6) 2015 - do not use portable. When turning portable by hand or with tubehead controls portable spins extremely fast and out of control. Two holes in the wall from this happening 2 different times. Cable was changed, new motion control board placed on portable, portable up and running low. (B)(6) 2015 - imaging clinical coordinator called source one/merry x-ray service engineer and explained major safety issue of portable spinning on its own and knocking holes in wall last night - this could have injured employee or patient - 3rd motion control board has been placed. (B)(6) 2015 - device 2: portable sped up faster than usual and pulled to either side and it would jerk and try to spin, but when he released the handle it stopped momentum-just not immediately - when trying to use the buttons on the tubehead that operate the drive-motor in either direction he explains the portable tries to "spin out" even worse than when using the handle on the portable per x-ray tech. Per initially when using portable it pulled to the sides, then it began speeding up faster than he could even talk. Portable spun in circle without anyone touching it after handle released per x-ray tech. She witnessed this happen with imaging weekend supervisor - portable almost ran over. (B)(6) 2015 - this unit was removed from service.